Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How much tissue was resected to remove the device (cm)? Prior to the opening issue, was the force to fire higher than normal? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? How was the case completed? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a whipple procedure, the device was fired and at the moment of release, the anvil would not open. The tissue had to be removed using a blade. Unknown how case was completed.